Manufacturer narrative:
Updated analysis summary by (B)(6) on april 18, 2022. Insulin pump no longer available. Unable to upload carelink files. Retainer = black. On (B)(6) 2021 the customer alleged insulin pump gave blank display and was hospitalized for high blood glucoses. Insulin pump passed the displacement test and self test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specifications range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected battery alarms noted on long trace history files related to event date or blank display. Insulin pump received with broken belt clip rails and cracked case at battery tube side. The insulin pump p-cap / test reservoir locks in place properly. In summary, customer allegation for insulin pump giving blank display not confirmed during functional testing. Unable to verify customer alleged for high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black the insulin pump was returned for blank/frozen/partial display on event date (B)(6) 2021. Device passed the displacement test and self test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage did not drop below 3.5v for consecutive 240 minutes. No unexpected battery alarms noted on long trace history files related to event date or blank display. Device received with broken belt clip rails and cracked case at battery tube side. Device p-cap / test reservoir locks in place properly. Device was not confirmed for blank display anomalies. Device passed all required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on unknown date due to unknown high blood glucose level. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer had experienced symptom related with high blood glucose level. Customer stated that insulin pump had blank display. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was not returned after restart. The insulin pump will be returned for analysis.